Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a hospitalization for high blood glucose levels. The customer recently had their basal rates adjusted by their doctor. The customer's blood glucose level was 56 mg/dl at the time of incident, but was 319 mg/dl at the time of call. The customer's symptoms included vomiting and diarrhea. The customer did not find anything wrong with the device during troubleshooting. The customer was sent a tubing clamp and called back when she received it. She performed the high pressure test and it passed. The customer's blood glucose level when she called back was 433 mg/dl. The customer stated she had nausea and vomiting all weekend. The customer was advised to change their entire set, reservoir, and insulin and treat per their doctor's instructions. The customer's infusion set and reservoir were replaced, however nothing was returned.